Event description:
Reporter stated that customer received the following results on 2 different meters within 10 minutes: 6.7 mmol/l (mobile system) and 3.6 mmol/l (performa system). Customer had hypoglycemic symptoms of "feeling ill, hearing unusual and strange feeling in head" at the time of these results. Customer self-treated with 8 jelly beans and felt better afterwards. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch is for the performa system. Reference medwatch with patient identifier (B)(6) for the mobile system.